Event description:
It was reported that following a scheduled supply change, the patient experienced persistently elevated blood glucose levels that did not stabilize and remained high overnight. The patient was using a continuous delivery setup, and the cannula was not observed to be bent; however, it was noted that nearly a full cartridge of insulin appeared to have been delivered while the reservoir was nearly empty, suggesting a disruption in insulin flow. Blood glucose levels eventually stabilized to approximately 155 mg/dl at the time of contact, though the patient had not eaten since the prior evening. The patient and a family member completed a full supply change, including refilling the reservoir, replacing the infusion set, and selecting a new infusion site to avoid possible scar tissue. Blood glucose levels had reached a reported high of approximately 350 mg/dl and remained outside the target range overnight. No backup therapy, ketone testing, steroid injections, or professional medical intervention were reported. No immediate health effects were experienced other than hunger related to not eating. The lot number was not available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.